Manufacturer narrative:
Correction: b5. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files but was not reproduced on the returned heartmate 3 system controller. From (B)(6) 2025 to (B)(6) 2025, (B)(6) 2025, and (B)(6) 2025, the controller periodic log file captured several backup battery fault alarms due to the backup battery not passing the load test. Due to the exact onset of the alarms not being captured, the cause of the backup battery not passing the load tests is unknown. The alarms resolved by the time data was next captured. On (B)(6) 2025, the controller event log file captured an additional backup battery fault alarm due to the backup battery not passing the load test; however, the onset and resolution of the alarm was not captured. On (B)(6) 2025, the driveline is disconnected and shortly after both power cables are disconnected. This series of events is consistent with the controller exchange. The pump operated as intended while the driveline was connected. The retuned controller, serial number (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. Throughout testing procedures, multiple load tests were performed, and no atypical alarms were able to be reproduced. Multiple attempts were made to obtain additional information regarding the resolution of the alarms; however, no additional information has been provided. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and heartmate 3 patient handbook, are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, instructs users on how to identify and resolve backup battery fault and power cable disconnect alarms. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. This section also instructs users not to twist, kink, or sharply bend the system controller power cables. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the 14v battery clips and system controller power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple emergency backup battery (ebb) faults since (B)(6) 2025. The event log confirmed the ebb faults and the ebb did not pass the internal load test. The pump appeared to be operating within normal parameters. The system controller was returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had multiple emergency backup battery (ebb) faults since (B)(6) 2025. The event log confirmed the ebb faults and the ebb did not pass the internal load test. The pump appeared to be operating within normal parameters.